Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive. Customer indicated that the pump may have gotten a little damp but customer was unsure. Customer does not recall any significant events leading to the error. Customer's blood glucose was 70 mg/dl at the time of incident. Troubleshooting for button error was performed however, does not appear to have been resolved as customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.